Event description:
During pta of a heavily calcified and mildly tortuous lesion was right superficial femoral artery; the stent was placed between two previously placed stents. The access site was opposite femoral and the device had to cross an acute bifurcation. The stent was placed after the pre-dilatation. During removal of the delivery system, guide wire lumen of the inner shaft was split. The tip of polyamide material was separated at 10.5cm from distal tip. Friction was felt when pulling back and the delivery system along the guide wire (radifocus, terumo) were removed as a unit. The device was removed over the guidewire into the catheter sheath introducer. It was observed by angiography that the tip was left in the vessel where the stent was placed. The remaining tip was successfully retrieved with a snare and there was nothing left in the patient. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
The damaged delivery system was returned for analysis with the guide wire and the guiding catheter but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.